Event description:
It was reported that pump issued repeated cartridge alarms, including cartridge alarm 30, with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place pump into storage mode and return it within required timeframe using provided materials, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.